Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after installing new helium bottle on monday march 18th, the cardiosave intra-aortic balloon pump (iabp)helium level dropped . The nurse reported that after two days level dropped from full to half-full. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer (fse) inspected helium bottle, regulator, yoke, and associated tubing. The fse adjusted the fitting to helium gauge. The fse also replaced the helium tubing assembly to the gauge. The unit passed all functional and safety tests and was returned to customer.